Manufacturer narrative:
The unit was received with its operating currents within specification. The unit passed the self test, unexpected restart error test, rewind test, and displacement test. However, the unit alarmed compromised force sensor system during the basic occlusion test due to a slightly loose drive support disk. The following physical damage was noted: cracked casing at the reservoir tube window corners, cracked reservoir tube window, broken reservoir tube lip, cracked belt clip slot, and minor scratches on the lcd window.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the priming process. The patient's blood glucose at the time of incident was 125 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The drive support cap was sticking out. The insulin pump was returned for analysis.